Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a right superficial femoral artery (sfa) by using a crossover approach with a 6f sheath from left side access. Orbital atherectomy was successful. However, during oad removal, the oad crown was not properly locked and was withdrawn without visual control. As a result, the entire system including the sheath was unintentionally removed. This likely led to the dislodgement of plaque at the contralateral puncture site causing localized bleeding. The bleeding was promptly managed with surgical suturing in vascular surgery and the patient was in stable condition. It was indicated the sheath unintentionally slipping out during removal of the entire system was due to the steep angle of the aortic bifurcation. The exact cause of the bleeding could only be speculated, as it was most likely due to the forceful impact during removal of the system. The oad control knob was not locked, and the system was not retracted under direct visualization, which contributed to the reported event. There was no allegation against the oad, and this was confirmed to be a use error.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient bleeding and surgical intervention appear to be related to operational context. In this case it is possible that the reported patient bleeding and surgical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a right superficial femoral artery (sfa) by using a crossover approach with a 6f sheath from left side access. Orbital atherectomy was successful. However, during oad removal, the oad crown was not properly locked and was withdrawn without visual control. As a result, the entire system including the sheath was unintentionally removed. This likely led to the dislodgement of plaque at the contralateral puncture site causing localized bleeding. The bleeding was promptly managed with surgical suturing in vascular surgery and the patient was in stable condition. It was indicated the sheath unintentionally slipping out during removal of the entire system was due to the steep angle of the aortic bifurcation. The exact cause of the bleeding could only be speculated, as it was most likely due to the forceful impact during removal of the system. The oad control knob was not locked, and the system was not retracted under direct visualization, which contributed to the reported event. There was no allegation against the oad, and this was confirmed to be a use error.